Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when customer went to inflate the balloon the top of the port started bubbling. No patient harm was reported.

Manufacturer narrative:
This supplemental MDR is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. All available UDI information is being provided per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when customer went to inflate the balloon the top of the port started bubbling. No patient harm was reported. Per additional information received via email on 25nov2025, it was reported that the physical sample of the catheter was no longer available. They confirmed, the lot# ngjv0800 & mat#0168l16. The coude catheter was inserted until urine flowed and close to hub. Observed issue with the balloon during inflation, started inflating bubble at balloon port. Trouble shooting done to deflate and remove catheter intact. Intervention to insert a different #16 fr latex coude catheter was done successfully.

Event description:
It was reported that when customer went to inflate the balloon the top of the port started bubbling. No patient harm was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.